Manufacturer narrative:
An event of patient device interaction problem (thrombus) was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that thrombus was suspected on the device and medication was administrated. The patient has been on asa and the patient have no hematologic disorders or systemic illness that could contribute to a hypercoagulability. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Crd_964 - catalyst ide study. Eu1874 - 10997 (r789060801) it was reported that on (B)(6) 2022, a 22mm amplatzer amulet was implanted in a patient. On 26 september 2023, a thrombus was noted on the device. The patient was started on apixaban and will have a follow-up transesophageal echocardiography (tee) on (B)(6) 2023. The patient has been on asa since (B)(6) 2023. The patient have no hematologic disorders or systemic illness that could contribute to a hypercoagulability. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.